Event description:
Home patient reported completing hemodialysis on the baxter sps 1550 device. Following treatment, hp stood up and was lightheaded. Hp immediately sat back down and monitored their blood pressure, sitting blood pressure was 177/76. Hp continued to sit until they felt better. Hp stood up once more, bp standing was 126/89 and reported no longer feeling light headed. Hp weighed and found that approximately 2 pounds more weight was removed than initially programmed. Hp pre-treatment weight was 201 lbs, post-treatment weight was 193 lbs, goal ultrafiltrate programmed to be removed was 2.7 kg. Blood flow rate was 400 ml/minute, length of treatment was four and one-half hours. Hp reported no adverse signs or symptoms were exhibited during treament, only the light headed feeling following the end of treatment, only the light headed feeling following the end of treatment. Hp stated there was no medical intervention and no sequelae as a result of this event. Hp does eat lunch and drinks 1-2 oz liquids during treatment.